Event description:
Patient reported trying to use her new ms3 pump for sq remodulin, sn (B)(4). The pushrod would not come up so cartridge could be inserted. Advised patient we would courier ship a new pump tonight. Patient did not experience any adverse event as a result, had back up pump. No further information available at this time. Diagnosis or reason for use: pah.